Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a pacemaker mediated tachycardia (pmt) episode with vp (as), but with p-waves in refractory. Additionally, there were several failed right atrial automatic threshold (raat) tests due to high heart rates. Technical services (ts) discussed troubleshooting/programming considerations, recommending turning off trend and atrial flutter response (afr). Since rvp follows rap during the test, the first loc would result in a desynchronized vp and resulting retrograde (as). This ICD remains in service. No adverse patient effects were reported.